Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs). It was reported that since having her new battery implanted in april 2002, the implant didn't work for her and she could not adjust the setting and the stimulation was jerking her legs. Patient wanted her device removed. Additional information was received from the patient. It was reported that since the ins was implanted, it was "so hot" that it was painful. It was reported that the device is still implanted, but is turned off. No further complications are anticipated.